Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565, lead, implanted: (B)(6) 2010; 419688, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead had an increase in pace/sense impedances, oversensing, and episodes with noise. Lead fracture is suspected. It was also noted that it could possibly be a connection or header issue. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.